Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Device evaluation: one device was received for investigation. A visual inspection found the 2nd led light was broken, the water tank cover was cracked on the top right corner and the quick connect was corroded. During the functional testing, when the device was powered on, the 2nd led light was not working. When inspecting the inside of the device, the 2nd light was broken off. The cause of the issue was the broken light. The pcb was replaced along with the water tank cover, quick connect, reservoir gasket and o-rings. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the second indicator light was not working properly. Patient involvement is unknown.